Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set fell off during use events on (B)(6)2024. The infusion set had been used for 2 days. The blood glucose level was 180 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).